Event description:
A customer contacted beckman coulter inc., (bci), regarding an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. Subsequent testing produced a lower result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimen was collected off-site in a serum tube with a gel separator. The sample was initially centrifuged off-site in a fixed angle centrifuge. Upon receipt the customer re-centrifuged the sample in the primary tube for ten minutes a 3,600 rpm prior to analysis. A customer technical service (cts) advised the customer on proper sample handling and re-centrifugation procedures to endure the best quality sample for analysis. Tsh qc was within the customer's established ranges prior to and after the event. The customer stated to cts that there were no other results or samples in question at this time. Service was not requested nor dispatched for this event. Although pre-analytical sample handling may have been a contributing factor, a definitive root cause has not been determined to date for this event.